Event description:
Reportedly, while washing a bone marrow harvest, during the centrifugation phase, the kit got twisted at the rotating joint of the central stem tube (rotating seal). Partial loss of bone marrow (rtd = 53%). This report is being made due to the potential for loss of the stem cells caused by a product problem discovered as a result of the review of the investigation of this report on 06/03/2010.

Manufacturer narrative:
(B)(4). The 2991 round bag and ceramic seal were returned for investigation. Upon receipt caridianbct investigators confirmed that the ceramic seal did not freely rotate. Blood residue was noted above the ceramic seal and minimal residue in the round bag. The tube below the ceramic seal was severely twisted and had detached from the seal. The root cause for the failure appears to be related to a vendor manufacturing defect. Investigation found that during the manufacturing process at the ceramic supplier, the correct procedure was not followed, resulting in organic salts remaining on the smooth mating surface of the ceramic seal, which then acts as a holding agent. The interference of the holding agent caused the seal to not perform as intended including twisting the possible breakage during processing resulting in the potential for loss of product. Corrective/preventive action: the supplier's manufacturing supervisors were notified of the issue and retraining was requested. An additional inspection station has also been added to the manufacturing process to ensure the rotating seal is not seized and functions properly prior to packaging. In august 2009, an additional wash cycle was incorporated at the ceramic supplier to produce cleaner parts. Risk of bone marrow loss may be mitigated by splitting the bone marrow into two batches that are kept separate until all processing is complete. The occurrence rate for this event type is (B)(4). We will continue to monitor. The customer is not alleging any negative impact to the bone marrow recipient as the cells were recovered and provided to the pt. The company became aware of the reportability of this event on 6/3/2010.